Manufacturer narrative:
Concomitant products: product ID: neu_ins_stimulator, lot# serial# unknown, product type: implantable neurostimulator. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that when the plastic cover was lifted off of a lead kit, the lead was ¿like a snake¿ and it flew right off the stand. This occurred while in a case with a competitive doctor. The lead was not implanted in a patient, so there was no patient involvement. Usually the leads are secured with plastic gromets but this kit was not looked at. The lead sprung out of the sterile field so it was not used. It was noted that the outside of the package looked normal and the healthcare provider (hcp) who opened the package knew how to open the lead package. An implant lead was used instead of the trial lead. The lead was from the manufacturer representative¿s trunk stock. Follow-up was conducted to determine if a patient was associated with the event and if the device was going to be returned. This event will be updated if additional information is received.

Event description:
Additional information received reported that the patient was a trial patient. The manufacturing representative was not planning on returning the product.